Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that during deployment of this transcatheter bioprosthetic valve, the valve dislodged into the sinus of valsalva. The valve was repositioned with a snare into the ascending aorta. A second valve was attempted to be implanted. It was unable to cross the first valve due to the sheath catching on the outflow crowns. The second device was removed from the body. Subsequently, the patient developed an effusion of unknown cause and expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.